Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No unexpected no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer was receiving multiple no delivery alarms. Customer's blood glucose levels at the time 400mg/dl. Through troubleshooting it was discovered that there was a bent cannula. Customer also changed the entire infusion set. Customer's mother called back and requested a new pump be shipped out due to an insulin leakage. Advised insulin pump would be replaced. No additional information is provided.